Manufacturer narrative:
The reason for this complaint was reported as wrong implant selection during surgery. The healthcare professional indicated that this event occurred during surgery, away from the patient. Significant adverse event was reported by the surgeon. There was a ten (10) minute delay in surgery but the surgery was completed as intended. The agent was present during surgery and did not have another suitable device available. The devices were returned to manufacturer and evaluated by registered medical assistant (RMA) djo surgical. A review of the device history records indicate: twenty (20) pieces of 942-01-40h, acetabular liner, lot 629z1085,were processed on work order a13211163. These parts went through the sterilizer under sterilization run e220406aaa. Twenty (20) pieces of 341-14-709, knee insert, lot 132t1085, were processed on work order a13211380. These parts went through the sterilizer under sterilization run e220406aaa. Both work orders were processed by the same operator. The label on the bottom tray matches the work order and packaged part; however, the label on the front of the tray and outer packaging were swapped. A review of the complaint database indicates one other instance occurring for the same product and lot numbers. The surgery took place on the same day. The root cause of this complaint is likely due to the product being switched after the sterilization process. Hhe-2022-00007 was opened to capture the containment process for this issue. RMA examination: the reported devices were returned to djo surgical for evaluation. It is confirmed that the packaging for the acetabular liner contained a empower 3d knee insert. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Complaint - during surgery, two hip liner implant boxes were consecutively opened to find empower 3d knee inserts in the boxes. Surgeon wanted to use a 40mm, 10 degree liner, but was unable. Surgeon had to implant the 40mm non-hooded liner instead.